Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.

Event description:
Baxter sales representative (bsr) notified baxter corporate product surveillance (cps) of one continu-flo soln. Set, 3 lueractivated valves in which the tubing fell out of the drip chamber. This occurred when the nurse was spiking the bag. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received two samples for evaluation. The customer reported condition was confirmed. Visual inspection of the device noted that the male luer of one sample was stuck in the gland of the third y-site of the other sample and had separated from the tubing. Further visual inspection noted that little residual solvent was found on the male luer inlet port and no plow ridge was noted on the separated tubing end. Functional testing was performed finding no other obvious defects. The device did not meet product specification related to the reported condition. The exact root cause of the reported condition was not determined. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit.

Manufacturer narrative:
(B)(4). A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot.. The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted.